Event description:
It was reported that the patient underwent surgery on (B)(6) 2011 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 07/28/2017 additional patient codes: (B)(4)- incontinence, (B)(4)- burning, (B)(4) - urinary frequency additional narrative: it was reported that following insertion the patient experienced mixed urinary incontinence, burning and urinary frequency.